Event description:
Results of technical investigation: during investigation, it was noted that the hearing aids the patient had previously used were made from the same type of materials using a similar process, a photocured pmma (polymethyl methacrylate) as found in their current hearing aids. Patient did not experience any reactions to previous hearing aid with the same material. It should therefor be unlikely, that the symptoms are caused by an allergic reaction to the materials. Instead this occurence is more likely due to a poor fit, that caused the contact to skin to become abrasive, thus causing the reaction. A poor fit can also overheat the ear canal due to insufficient venting and limited heat transfer.

Manufacturer narrative:
Requested update for patient's condition, but did not received update from patient or doctor.

Event description:
In this event, patient was fitted with her earmolds in (B)(6) 2023. (B)(6) 2024: patient had been experiencing itching and irritation since wearing the shells. (B)(6) 2024: patient saw ear, nose, and throat doctor and allergist, who have confirmed an allergic reaction. Patient came in with both ears infected, oozing and swollen shut. Patient was prescribed amoxicillin and prednisone by her primary care physician. Ears looked healed after treatment. (B)(6) 2024: patient had molds remade. (B)(6) 2024: patient's symptoms returned. (B)(6) 2024: ent prescribed patient with steroid drops and cream; ent believed that the patient's allergic reaction had turned into a bacterial infection. (B)(6) 2024: patient fit with new remade molds. (B)(6) 2024: patient returned with infected ears again. She has only been wearing one aid at a time sporadically. Awaiting update on patient's current condition.